Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical trial. It was reported that stent damage and in-stent restenosis occurred and the patient experienced st elevation potential myocardial infarction. In (B)(6) 2011, the 80% stenosed class b1 target lesion located in the mid left anterior descending artery was treated with the implantation of a 16mm x 3.00mm taxus element drug eluting stent resulting to 0% residual stenosis. The patient was discharged on aspirin plus one year clopidogrel therapy. In (B)(6) 2013, the patient presented with acute anterior myocardial infarction, experienced st elevation and was taken straight to catheterization laboratory. Echocardiogram and cardiac enzyme analysis were then performed. Severe restenosis within the stent was noted and the stent was noticed to have relatively undersized. Primary percutaneous coronary intervention was done with aspiration, intravascular ultrasound, twenty times balloon inflations with the implantation of 4 unspecified stents. Two days post procedure, the patient was discharged on ticagrelor 90mg twice a day therapy.